Event description:
It was reported that the clinical study patient was admitted to the hospital with right upper extremity swelling and redness. It was also reported that the patient had a fever and was not eating or drinking well and had incontinence. The patient was also noted to have increasing confusion and weakness. Physical examination revealed a red and warm spot on his right upper arm that had an IV infiltrated. The patient was diagnosed with thrombophlebitis. Antibiotics were administered. The patient was discharged and the event is resolving. The physician assessed the event to be unlikely related to the procedure and not related to the device hardware or the stimulation.